Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6; -18.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with rotation. On (B)(6) 2023 the lens was explanted. On this same date a replacement lens of longer length and different power lens was implanted and this resolved the problem. The cause of the event was reported as other and noted "asymmetric vault lower in the upper part with contact with the lens, while vaulting in the lower part was 320. Rotation was observed and aquaport being loaded behind the lens due to icl decantation".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: a2: date of birth: (B)(6) 1981. B5: different diopter should be omitted for correction. D4: serial number: (B)(6). UDI: (B)(4). Expiration date: 01/13/2026. H4: manufacturer date: 02/12/2023. Claim#(B)(4).